Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire (needle knife) was broken, melted and blackened. There was no other issue noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the failure was an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the needle of the needle knife broke. The procedure was completed with a second rx needle knife xl, using the same generator and active cord used. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the needle of the needle knife broke. The procedure was completed with a second rx needle knife xl, using the same generator and active cord used. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.